Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Noticed a strange texture and with my hands, I saw that the products were getting discharged. Fraying/unraveling, afraid that the debris is in me- vagina [foreign body in reproductive tract]. Tampon seemed to be disintegrated, fraying/unraveling [device breakage]. When removing a tampon, the tampon seemed to be disintegrated. Saw the product was fraying/unraveling. Afraid that the debris is inside me [complication of device removal]. Case narrative: consumer reported via e-mail that the tampon disintegrated during removal. No serious injury reported.